Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber and debris shield were burned out. The procedure was completed using an alternate device. There were no patient complications. The fiber was returned and device analysis identified that there was no light exiting the connector face, indicative of an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection indicated the fiber was received in one piece and there were no defects to fiber body. Microscopic analysis observed that fiber tip was in good condition and the aiming beam light was really dim; also, it was identified the light was not exiting the connector face, indicating an internal connector fractured. Although based on these observations, the reported event is confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) met all material, assembly and performance specifications. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Since an expected or random component failure was identified without any design or manufacturing issue, a conclusion code of cause traced to component failure was assigned to this investigation.